Event description:
My mother, who is blind, purchased a replacement pillbox from cvs drugstore, same blue color she has always used. She was expecting the box to span for a week-smtwtfs-, but the first cell was -mtwtfss-. The nurse filled the cells according to the correct day, but it was entirely too easy for mom to mistake one day for another. Why are manufacturers allowed to decide how to make pillboxes smtwtfs, or mtwtfss. The latter also puts two "s" days next to each other. It is unsafe. Failure to standardize 100% of pillboxes presents consumers with a booby trap. For people like my mom, who is blind, takes 10 different meds including coumadin, it was a horrible hazard! Cvs should recall all those mtwtfss pillboxes. They are a med error just waiting to happen! I could easily be reporting an injury or death from this product. Please help.